Manufacturer narrative:
Correction: describe event or problem, annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c19, annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of air in line error was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. Two hours functional testing was performed with a rate of 125ml/h. The device passed the test infusion, with no alarms or malfunctions occurring. The returned pump module alarmed for air in line appropriately at the 50l, 75l, 125l, 175l, 250l, 500l configuration threshold settings. The pump module was also tested for accumulated air bolus detection. After approximately 8 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. A review of pump module error log showed no errors on the reported incident date. Infusions were not recorded on the day of the reported event. A log review was performed with the limited information contained in the pump modules event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters outside of rate and volume to be infused (vtbi). On (B)(6) 2025, at 8:44 am, the last infusion was recorded with a rate of 125ml/h and vtbi (volume to be infused) of 9999ml. At 8:59 am the label of the pump module was changed four (4) times, then, the pump module was powered off. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper screw torquing and testing is performed. Dchu is not responsible for any cost associated with incidental findings. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed air in line error. There was no reported patient involvement.

Event description:
It was reported that the device had displayed air in line error. There was reported patient involvement, but outcome was unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of air in line error was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. Two hours functional testing was performed with a rate of 125ml/h. The device passed the test infusion, with no alarms or malfunctions occurring. The returned pump module alarmed for air in line appropriately at the 50¿l, 75¿l, 125¿l, 175¿l, 250¿l, 500¿l configuration threshold settings. The pump module was also tested for accumulated air bolus detection. After approximately 8 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. A review of pump module error log showed no errors on the reported incident date. Infusions were not recorded on the day of the reported event. A log review was performed with the limited information contained in the pump modules event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters outside of rate and volume to be infused (vtbi). On march 10, 2025, at 8:44 am, the last infusion was recorded with a rate of 125ml/h and vtbi (volume to be infused) of 9999ml. At 8:59 am the label of the pump module was changed four (4) times, then, the pump module was powered off. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper screw torquing and testing is performed. Dchu is not responsible for any cost associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed air in line error. There was no reported patient involvement.